Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an unspecified error message on her one touch ultra meter. She purchased the meter the same day the alleged issue began. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported issue began on the evening of (B)(6) 2010. She did not recall which error message she received. The same day the alleged issue began, she developed symptoms of frequent urination, and body aches especially her legs. It is unknown how soon after attempting to test she developed symptoms. She did not seek any medical attention or contact her physician for assistance. The reported issue was resolved via troubleshooting and the meter was not replaced. No further clinical information was provided. It would have been helpful to know which error message she obtained, her diabetes regimen, whether she had another meter to test her blood glucose prior to purchasing the lfs meter, whether she tested on her other meter,and how long symptoms lasted. The complaint is being reported since the patient alleged that she was unable to test due to the unspecified error message and later developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
510 (k) # is k061118.